Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. An hour and a half into treatment, blood was visually observed in dialysate compartment and the machine alarmed. Estimated blood loss was 200cc's. Treatment was ended and there was no medical intervention required. The sample was discarded by the user facility; sample is not available.